Event description:
According to the reporter: occurred during an open sleeve gastrectomy procedure. The patient's medical history is morbid obesity. The device was being used for the extraction of the gastrectomy. The extraction bags are wrinkled as soon as the surgical specimen is taken. The bag is torn. In order to resolve the issue and complete the case, changed to a new device. The surgical time was extended by twenty minutes due to the product problem. There was no patient harm.